Manufacturer narrative:
The product was not returned. Photo was provided of the eye which appears to be a large scrape mark across the right side. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge. The company lens model is only qualified for use with the company model cartridge used. The root cause for the reported complaint is related to a failure to follow the (instructions for use) IFU. A non-qualified cartridge was indicated. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after uneventful phaco a round circular posterior capsular rent created during irrigation/aspiration. The lens was loaded into cartridge and injected into the capsular bag. When the lens was opened surgeon noticed multiple linear streaks in the middle running across the iol optic. The opacity appears inside the optic. Anterior capsular inflammation was not observed. Additional information has been received that the lens was still in patients eye. The surgeon wants to explant the lens in future. The event occurred after the lens unfolded inside the patients eye. In surgeons opinion the event may be caused by manufacturing process or during loading of the lens by technician.